Event description:
Ventralight st mesh with echo ps positioning system defective. When mesh was on the sterile field and being placed in the trocar for placement into the abdomen, the sacffolding came off the mesh making it impossible to be placed down the trocar. It was not used on patient.